Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient would like the device removed "as devices are faulty." The patient also reported being "hit five or six times constantly." Follow-up contact with the physician for additional information about the event was not returned. The device remains in use. No further complications were reported as a result of this event.